Manufacturer narrative:
Siemens is aware of the potential problem with the tilt buttons on the optigrip and distributed the safety advisory notice in january 2011. The update was reported to FDA under 2240869-01/13/11-0002-c "optigrip warning letter". The system was checked by the local siemens engineer, (B)(4). The engineer reported that the update had already been performed at this site and new buttons had already been installed on this unit. The engineer removed the control handle and found that the wires that go into the optigrip had become pinched and shorted to the metal frame. The complete control handle was replaced by the engineer and the optigrip was sent to the factory for further investigation. The engineer showed the doctor involved in the reported event how to use the emergency stop pushbuttons to stop all device movements should it become necessary. Customer's address: (B)(6).

Event description:
It was reported that prior to an exam on an axiom luminos tp, the table was driven vertically. The table began tilting by itself and then stopped without using the optigrip control handle. The event happened at the start of the case. The pt was sitting in a chair between the table and the spot film device. There are no injuries reported regarding this event.